Manufacturer narrative:
H3: product ID: 97702, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (mdt rep) reported an issue with lead and ins on electrodes 6 <(>&<)> 7 only, measuring out of range. Today the caller noted an ins replacement from 37714 to a 97702. Previous to replacement, the lead tested good with the restore sensor ins. When encountering out of range impedances, the rep tried both ports of ins with issues, but then used a wens and all impedances were normal. At this time he reached out to tss. I had rep provide details of measurement, with reference 6 , >4,000 ohms electrode 7 and 27,000 for remaining electrodes, I had caller confirm electrodes tested good when connected to wens, and caller reported 850 ohms on electrodes 6 <(>&<)> 7. Connecting back to the ins, 97702, electrode 6 was normal but electrode 7 was showing >10,000 ohms. I had physician attempt to insert lead further into header block and this did not resolve impedance issues. Caller indicated another ins was on the way to facility and recommended trying another ins. Did not want to try other port as this was tried earlier and did not want to further degrade the lead. Outcome unknown. Connecting the new ins resolved the issues.